Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly, the pump settings were incorrect, causing a correction bolus to cause the low bg. Customer consumed crackers, gummies, and juice to address the low bg. Reportedly, the customer will consult with endocrinologist to adjust pump settings.